Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir compartment broken. The customer's blood glucose was unknown at the time of incident. Customer states that broken piece of casing at the top of the reservoir compartment and the o ring came out. Reservoir was not able to locked in place. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted.